Manufacturer narrative:
(B)(4). The reported complaint of "persistent artifact on ECG signal" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that " persistent artifact on ECG signal despite troubleshooting". Additional information states that the iab pump console was swapped to continue therapy. No patient inujury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that " persistent artifact on ECG signal despite troubleshooting". Additional information states that the iab pump c onsole was swapped to continue therapy. No patient inujury or consequence reported. The patient's current condition is reported as "fine".